Manufacturer narrative:
Correction of initial MDR brand name: medical device lot # from: 328411 to: 7030657.

Manufacturer narrative:
Investigation summary: a sample is not available for evaluation. A review of the device history record was completed for batch# 7030657. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications (B)(4) noted that did not pertain to the complaint. Conclusion: without a sample an absolute root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd ultra-fine¿ needle 1 ml 30 g x 1/2 in (12.7mm) (100/sp, 500/ca) had a smaller syringe product mixed in with box sent in shipment. No serious injury or medical intervention noted.